Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter, unsuccessful percutaneous attempted removal, and filter cannot be retrieved. According to the patient profile form, the filter has tilted, and the patient has experienced mental anguish and anxiety, as a result of the filter. The indication for the filter implant was a history or deep vein thrombosis (dvt), a planned surgery and contraindication for anticoagulation. The filter was placed via right neck access and the filter was position was fixed at the l2 vertebral body by imaging. According to the medical records, the patient was admitted to the hospital with saddle embolism of the pulmonary arteries. The patient underwent pulmonary angiogram with placement of lysis catheters in both the left and right pulmonary arteries, the day after admission. Two days later the infusion catheters were removed and three days later the ivc filter was implanted. Two days later the patient underwent a total abdominal hysterectomy due to uterine fibroids and associated anemia. The patient profile form indicates that one week after the filter implant there was an unsuccessful percutaneous attempt to retrieve the filter, procedural details have not been provided. The patient is also reported to have developed thrombocytopenia while on heparin, a heparin induced thrombocytopenia penal is pending. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter, unsuccessful percutaneous attempted removal, and filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is an optease vena cava filter for which the catalog and lot numbers are not available.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter, unsuccessful percutaneous attempted removal, and filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional details were received from the patient profile form after failed attempt at removal due to the embedment of the optease filter in the ivc wall, the filter was approved for permanent placement as it was determined the least risky option. The patient also claims that the filter has tilted. This has caused emotional distress, mental anguish, anxiety and stress. Medical records received indicate the reason for filter placement was deep vein thrombosis and contraindication for coagulation. The filter was position was fixed at the l2 vertebral body by imaging. The patient had also been admitted one week prior to filter placement with saddle embolism of pulmonary artery. There was acute pe sp/catheter directed imaging, uterine fibroids s/p hysterectomy, anemia due to previous event, and a failed filter removal one week after placement. The filter was approved for permanent placement as it was felt to be too risky to remove. Details of removal attempt were not included. Thrombocythemia while on heparin-hit panel pending. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.